Manufacturer narrative:
Correction: methods, results and conclusion codes added. During investigation of the returned uninterruptible power supply (ups) it was found when powered on with returned batteries, charged for at least 6 hours and load test failed 3 minutes and 23 seconds. New batteries were installed charged at least 6 hours and load test passed. Batteries were recharged again at least 6 hours to complete battery replacement procedure. The hardware investigation found that reported event was related to an electrical failure mode due to low voltage.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed the uninterruptible power supply (ups) batteries were not holding a charge. The ups batteries were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect ups batteries were returned an analysis completed. Analysis confirmed the reported failure. The returned batteries were not able to hold a charge.

Event description:
A site representative reported that outside of a procedure, the mobile view station (mvs) was not charging correctly. When unplugged, there is a beep and a message displays instructing the user to replace the batteries. After about 15 seconds unplugged, the system shuts down. There was no patient present when this issue was identified.